Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and device dislocation ('essure migration ') in a 34-year-old female patient who had essure (batch no. C95071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2015, menorrhagia, anemia, multigravida, parity 5, multiple cesarean sections, vaginal bleeding and hematocrit low. Previously administered products included for an unreported indication: general anesthesia, provera and IV premarin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), complication associated with device ("device complication"), migraine ("chronic migraines"), abdominal pain ("pain:abdominal "), dysmenorrhoea ("pain: dysmenorrhea (cramping) "), menorrhagia ("menorrhagia (heavy menstrual bleeding) "), gastrointestinal disorder ("other injuries/symptoms: gi conditions "), hypersensitivity ("allergic reaction ") and psychological trauma ("psychological injury "). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, complication associated with device, migraine, abdominal pain, dysmenorrhoea, menorrhagia, gastrointestinal disorder, hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, complication associated with device, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: the hysteroscope was introduced with thickened endometrium noted. A vigorous dilatation and curettage ensued bring out abundant endometrial tissue which was sent for permanent section. The câmera was reintroduced and the lining had been removed, it should be noted that the tubal ostia were identified at this time and essure tubal occlusion device was used to easily occlude bilateral fallopian tubes. Estimated blood loss: 50 ccs. Insertion date provided in pfs : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: thickened endometrium /no significant pathology. Batch no c95071 production date 2014-08-11 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and device dislocation ('essure migration ') in a 34-year-old female patient who had essure (batch no. C95071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2015, menorrhagia, anemia, multigravida, parity 5, multiple cesarean sections, vaginal bleeding and hematocrit low. Previously administered products included for an unreported indication: general anesthesia, provera and IV premarin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), complication associated with device ("device complication"), migraine ("chronic migraines"), abdominal pain ("pain:abdominal "), dysmenorrhoea ("pain: dysmenorrhea (cramping) "), menorrhagia ("menorrhagia (heavy menstrual bleeding) "), gastrointestinal disorder ("other injuries/symptoms: gi conditions "), hypersensitivity ("allergic reaction ") and psychological trauma ("psychological injury "). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, complication associated with device, migraine, abdominal pain, dysmenorrhoea, menorrhagia, gastrointestinal disorder, hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, complication associated with device, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: the hysteroscope was introduced with thickened endometrium noted. A vigorous dilatation and curettage ensued bring out abundant endometrial tissue which was sent for permanent section. The camera was reintroduced and the lining had been removed, it should be noted that the tubal ostia were identified at this time and essure tubal occlusion device was used to easily occlude bilateral fallopian tubes. Estimated blood loss: 50 ccs. Insertion date provided in pfs : (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: thickened endometrium /no significant pathology. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case. Events- "essure migration, pain:abdominal, pain: dysmenorrhea, menorrhagia (heavy menstrual bleeding), other injuries/symptoms: gi conditions, allergic reaction, psychological injury" and all information from case (B)(4) (MFR control no. 2951250-2019-05540) transferred to this case. And reference number,reporter information were updated from case (B)(4). No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. C95071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, anemia, multigravida, parity 5, cesarean section, vaginal bleeding, hematocrit decreased and uterine dilation and curettage on (B)(6) 2015. Previously administered products included for an unreported indication: general anesthesia, provera and IV premarin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the hysteroscope was introduced with thickened endometrium noted. A vigorous dilatation and curettage ensued bring out abundant endometrial tissue which was sent for permanent section. The camera was reintroduced and the lining had been removed, it should be noted that the tubal ostia were identified at this time and essure tubal occlusion device was used to easily occlude bilateral fallopian tubes. Estimated blood loss: 50 ccs diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: thickened endometrium /no significant pathology quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records received: reporter, historical conditions, essure insertion date, lot number and details of insertion were added. Company causality comment this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) on (B)(6) 2015 and reported device removal via surgery due to complication. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number received, ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. C95071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, anemia, multigravida, parity 5, multiple cesarean sections, vaginal bleeding, hematocrit low and uterine dilation and curettage on (B)(6) 2015. Previously administered products included for an unreported indication: general anesthesia, provera and IV premarin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complication") and migraine ("chronic migraines"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, complication associated with device and migraine outcome was unknown. The reporter considered complication associated with device, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: the hysteroscope was introduced with thickened endometrium noted. A vigorous dilatation and curettage ensued bring out abundant endometrial tissue which was sent for permanent section. The câmera was reintroduced and the lining had been removed, it should be noted that the tubal ostia were identified at this time and essure tubal occlusion device was used to easily occlude bilateral fallopian tubes. Estimated blood loss: 50 ccs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: thickened endometrium /no significant pathology. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and chronic migraines, abnormal bleeding, pain was added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. C95071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, anemia, multigravida, parity 5, multiple cesarean sections, vaginal bleeding, hematocrit low and uterine dilation and curettage on (B)(6) 2015. Previously administered products included for an unreported indication: general anesthesia, provera and IV premarin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the hysteroscope was introduced with thickened endometrium noted. A vigorous dilatation and curettage ensued bring out abundant endometrial tissue which was sent for permanent section. The camera was reintroduced and the lining had been removed, it should be noted that the tubal ostia were identified at this time and essure tubal occlusion device was used to easily occlude bilateral fallopian tubes. Estimated blood loss: 50 ccs diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: thickened endometrium /no significant pathology most recent follow-up information incorporated above includes: on 7-jun-2017: quality safety evaluation of product technical complaint updated. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.